Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization on (B)(6) 2015 due to high blood glucose levels. The customer received a no delivery alarm before the paramedics came. The customer's blood glucose level at the time of event was unknown, but the reading at the time of call was 135 mg/dl. The customer did not report symptoms. The customer was wearing the device at the time of admission. The customer was treated with manual injections. The cause of the visit was due to diabetic ketoacidosis and a mild heart attack. The customer was hospitalized for 5 days. The customer also reported problems with sensors and received alarms such as a sensor error alarm and a cal error alert. The customer stated that she did not believe the high readings were due to the insulin pump. The customer's sensor was replaced, but nothing was returned for analysis.